Event description:
Information received indicates the siderail is not latching.

Manufacturer narrative:
The technician found the siderail center arm was broken. He replaced the center arm assembly to repair the bed.